Manufacturer narrative:
Adverse event, corrected data: this report is also being submitted as a serious injury: information to date indicates that surgical intervention was taken for the tickling and coughing events (full revision surgery) outcomes attributed to adverse event: corrected data: this report is also being submitted as a serious injury: information to date indicates that surgical intervention was taken for the tickling and coughing events (full revision surgery) type of reportable event, corrected data: this report is also being submitted as a serious injury: information to date indicates that surgical intervention was taken for the tickling and coughing events (full revision surgery)

Event description:
It was reported that the patient had a suspected lead break. Follow up with the physician's assistant (pa) found that the event was first observed when the patient was seen on (B)(6) 2013. The patient complained of having a tickle in the back of the throat and coughing for the past week, which he stated did not typically occur, but had happened the last time he had a lead fracture (MFR #: 1644487-2008-00752). The pa stated that the patient's device was disabled and diagnostic results from that day were abnormal, showing a dcdc code of 7 and high impedance. X-rays were taken on (B)(6) 2013; however, they were negative for a lead break. No patient manipulation or trauma is believed to have occurred. The tickle in the throat and coughing are related to stimulation per the pa. No causal or contributory programming, medication, or other changes caused or contributed to the event as far as the physician's assistant knew, and she stated that this is the first time they have seen the patient. The patient was referred to neurosurgery, but the surgeon wants to wait and see if the patient experiences an increase in seizures prior to moving forward as this would be the patient's second lead replacement and could potentially damage the nerve. The patient is to be seen by his primary care physician in three months and will be re-assessed at that time. Although surgical intervention is possible, surgery has not been performed at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but has not caused or contributed to a death or serious injury.

Event description:
Additional information was received on 09/26/2014 indicating that the patient¿s device had been programmed back on. Device settings as of (B)(6) 2014 were provided, and a system diagnostic test result was provided with results of dcdc=7. A battery life calculation resulted in 1.0 years remaining.

Event description:
An implant card received on 12/30/2014 indicated that the patient underwent full revision on (B)(6) 2014. The explanted devices are not expected for return per hospital policy and were likely discarded.

Manufacturer narrative:
Analysis of programming history.